Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image failure was caused by a faulty cable. However, the definitive root cause of the faulty cable could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during preparation for a therapeutic laparoscopy procedure, no image displayed on the 4k camera head. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the camera cable was cut and faulty. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.